Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n188536002, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml (dose 380 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity. In (B)(6) 2015 (approximate), the patient experienced an infection of the pump pocket site. This was likely from the pump replacement surgery done on (B)(6) 2015. The hcp had seen the patient before the pump replacement and everything was fine. The patient had the wound separate, so they took the pump out, cleaned the pocket and then put the pump back in a surgical procedure. The patient also had cellulitis at the pump pocket site and has had a reoccurrence of a "serratia bug". The patient was currently on intravenous (IV) antibiotics and treatment was ongoing. The patient still had an active infection (culture positive) and the hcp was not willing to refill without the clearance of the infectious disease doctor. The pump may be removed, but they were trying to decide how to manage the patient and had discussed minimum rate mode. The pump may be removed, but now with titration it should hopefully avoid a major withdrawal event for this patient on top of the infection. It was noted there was no allegation against device sterility. The hcp would likely titrate the patient down or off of the baclofen with programming and the pump may be explanted once the surgeon could be contacted or the pump would be refilled if the infectious disease doctor cleared him eventually. However, it was also reported the patient was seeing the infectious disease physician and they were trying to save the pump from explant. The patient was due for a refill and the hcp was unwilling to refill the pump due to the infection. The issue was not resolved at the time of this report and the patient's status was unable to be obtained. It was unknown if surgical intervention was planned. Additional information has been requested, but was not available as of the date of this report. Additional information was received from a company representative (rep) indicated the healthcare provider (hcp) was going to explant the pump on (B)(6) 2015 to try and clear out the infection and was then going to re implant a pump at a later date. The doctor wanted to hook the existing catheter up to an external pump until a new pump could be implanted. It was discussed that the manufacturer no longer offered an external pump. On (B)(6) 2015, additional information was also received from a hcp and it was noted the patient had been weaned off of the intrathecal (it) medications and was using oral medications, but was not tolerating the dosing orally. It was noted the manufacturer did not have any labeling related to externalized pumps and it baclofen therapy.

Event description:
Additional information was received from the manufacturer representative stating the previous infected system was explanted on (B)(6) 2015.the physician implanted a temporary external pump to deliver the medication while the infection was being treated. On (B)(6) 2015, the physician implanted a new intrathecal medical device system using baclofen 2000mcg/ml at a simple continues rate of 350mcg/day.